Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead and associated device displayed noise. The noise was able to be reproduced with isometrics. Subsequently the system triggered a lead safety switch indicating an out of range pacing impedance measurement. The local boston scientific field representative was not aware of any additional information. There were no adverse patient effects reported.

Event description:
Subsequently the patient was seen for a device change out procedure where the device was explanted and the lead was surgically abandoned. There were no additional adverse patient effects reported.